Event description:
Failure to osseointegrate.

Manufacturer narrative:
Failure mode and removal date ((B)(6) 2024) updated to reflect customer description.

Event description:
Part not retained on mating part